Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to damaged. The transfer set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. The complaint was confirmed in the lab for a bent spike tip. A batch review was not performed as lot information was not known. Based on the information gathered during baxter's investigation, the root cause of this report was use error. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that a spike broke while the set was connecting to the solution bag by the clean flash device. The doctor stated the patient tried to operate the cleanflash manually but the handle did not move. The patient then opened the lid of the clean flash and found that the spike was not connected to anything and the tubing was cut. The tubing could be pinched by the tubing guide. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.